Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an infection at the injection site involving inflammation, erythema, and pustules the exude pus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings - injection procedure reactions consist mainly of short term inflammatory symptoms starting early after treatment and lasting less than or equal to 7 days duration. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection site response for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post market surveillance - adverse events with a frequency of 5 more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule abscess, and infection. Time to onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.

Event description:
Healthcare professional reported approximately 3 days after injection in the bridge of the nose with juvederm ultra plus xc patient developed an infection at the injection site which involved inflammation, erythema, and pustules that exuded pus. Patient was treated with clindamycin, ciprofloxacin, and bacitracin ointment. Patient was instructed to apply the bacitracin to the outside and inside of the nose as well as to purchase and regularly take probiotics. Symptoms are ongoing but the patient is healing well.